Event description:
Endocatch bag broke upon surgeon removing gallbladder in bag causing gallbladder contents to spill out of endocatch. A new bag reliacatch bag used to remove gallbladder and the remaining contents.